Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to broken neck. Additional information received from litigation on 02/06/2018. Added hospital, birthday, head, stem, liner and shell.